Event description:
Information was received that reported a patient had been hospitalized in 2006, due to diabetic ketoacidosis. This patient was a new user who had been on the pump about a week before the hospitalization. The patient reported that the pump had many alarms that had occurred, prior to the incident and she was not familiar with many of them. The one alarm she did identify was a depleted battery alarm. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.